Manufacturer narrative:
Correction to all fields: information from the surgeon states that the event is not related to the zimmer biomet device. The device was reported in error; there were no malfunctions.

Event description:
Information from the surgeon states that the event is not related to the zimmer biomet device. The device was reported in error; there were no malfunctions.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Reference and lot number of concerned device are not known. Attempts to obtain additional information have been made and no answer has been provided yet. So far, is not possible to perform the review of traceability and devices history records. Product is not available for evaluation according to surgeon. Investigation still in progress.

Event description:
Mobi-c p&f us: patient pain, not related to device, device removal. Information was gathered through the 2019 annual mobi-c ess surgeon survey. In response to a question asking if any given indicators of potential adverse events had been observed in the past year, respondent chose device removal. Pre-implantation diagnosis was cervical radiculopathy. Implant at c6/7. Surgeon indicated that, patient continued to have posterior neck pain with movement. In response to question, was the event related to the device?, surgeon answered: unrelated: there is no causal connection between the event and the device. Surgeon specifically indicated that images would not be provided and the device would not be returned. No more information was provided. Additional information was requested. Investigation ongoing.